Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found the subject device was used for a diagnostic conducted in early november to the patient who was suspected of having creutzfeldt-jakob disease. The user facility had done some diagnostics for some patients without noticing since then. Since that type of creutzfeldt-jakob disease was sporadic and low risk, the user has plan to be used as it is. The subject device does not have another problem such as a malfunction. There was no report of infection or injury associated with this report.

Manufacturer narrative:
The subject device has not been returned to olympus. Therefore, olympus could not investigate the subject device. Omsc could not confirm the manufacturing history (DHR) of the subject device, because the serial number of the subject device has not been informed. The instruction reprocessing manual of the subject device (gif-h290) is described a warning related to cjd (creutzfeldt-jakob disease) as 1.4 precautions /warning. If additional information is received, this report will be supplemented.